Event description:
It was reported that patient presented to clinic for generator change procedure. During the pre- procedure check, the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.